Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid stenting procedure. Reportedly, the proglide was inserted into the anatomy and the footplate was opened. There was no good blood flow through the marker lumen so the footplate was attempted to be closed. The device was advanced and the footplate lever closed; however, the device became stuck. It could not be determined if the feet went down. The device was advanced more and manipulated in order to remove; the guide detached. An attempt was made to snare the detached guide contralaterally; however, it could not be removed. A femostop was applied as the patient was sent to the operating room. Surgery removed the device successfully. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.